Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis. The break in aseptic technique was further described as the patient did not wear a mask. The peritonitis was manifested by abdominal pain and cloudy effluent. The patient was not hospitalized for the event. On the same day as the onset, the patient was treated with cefazolin, intraperitoneally (ip, daily for 2 weeks, dose not reported) for peritonitis. On an unreported date in the same month, the patient was retrained in proper aseptic technique. At the time of this report the patient was recovering from the peritonitis event. Pd therapy was ongoing. Additional information was not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.